Manufacturer narrative:
An authorized service provider (asp) at a repair center confirmed the alleged battery issue. The occurrence of the backup battery failed alarm was confirmed in the device event log. The asp replaced the backup battery, and the issue was resolved. Following the part replacement the asp completed cleaning and running and functional tests.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent backup battery failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the authorized service provider (asp) that the device issue occurred during a periodical device check of the ventilator. The device continued to operate when the battery failed alarm occurred. This investigation is ongoing.